Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, failure to sense, and loss of impedance. As received, a complete lead was returned in one piece for analysis with the helix found extended and clogged with blood/tissue. X-ray examination found the inner coil inside the connector region was over-torqued, which is consistent with procedural damage. X-ray examination found the helix was bent/offset, which is also consistent with procedural damage. Unable to perform the helix mechanism test due to the helix being bent/offset consistent with procedural damage. The reported events of failure to capture, failure to sense and loss of impedance were not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection did not find any anomalies except for procedural damage.

Event description:
During a clinic follow-up, a loss of capture, loss of sensing, and loss of impedance were observed on the right ventricular (rv) lead. Diagnostic imaging was performed and confirmed a dislodgement of the rv lead. The rv lead was explanted and replaced to resolve the event. The patient was stable and will continue to be monitored.